Event description:
Failure to sense or pace in atrium noted on 9-26-97 EKG. Pacer reprogrammed to vvi. Atrial sensing & pacing failure (no atrial spikes produced) confirmed on 9-29-97. Atrial lead and pacemaker replaced on 9-30-97.